Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with both cuffs. Had old style float switch, fluid ingression on printed circuit board (pcb), broken bulkhead fitting, crack on back of enclosure, cracked return tube, membrane switch looked burnt, heater one (1) was torn. The complaint was confirmed as during functional testing they were not able to check the pressure. A root cause was a broken bulkhead air hose fitting however, it is unknown what caused the damage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced membrane switch, printed circuit board (pcb) insulator, pcb, float switch, return tube, heater 1 and 2, stubing, bottom socket, air detector solenoid, mount block assembly, o-rings and fan guard as preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the warmer was not getting the correct pressure in cuffs.